Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer went to emergency room due to diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose when she went to emergency room was 329 mg/dl. Customer was treated with insulin shot, intravenous fluids and urinalysis. Customer had dizziness and sickness and was throwing up. Customer performed self test, displacement test and it was successful. Insulin pump will not be returned for analysis.